Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Inspection of the returned device revealed that the posterior cuff was detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by bent and flattened posterior cuff tabs. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The device was deployed in a mildly calcified artery. The safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a perclose proglide device after a peripheral atherectomy interventional procedure of the leg. Reportedly, a cuff miss occurred. A second perclose proglide was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.